Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11 e, retainer ring = black . Customer returned pump for an alleged short battery life/faded serial number label found on oct 07, 2021. The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms were found in the history files or traces for the event date oct 07, 2021. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Short battery life not confirmed. Faded serial number label was confirmed.

Event description:
Medtronic received information that charge/battery lasts less than expected, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.